Event description:
Report received indicated difficulty withdrawing the balloon through the sheath introducer (si). Percutaneous transluminal angioplasty (pta) was being performed to the common and internal carotid artery. The vessel was slightly tortuous. The device was use following the instruction for use (IFU). The balloon was inflated at 10 atmospheres with a concentration of 50/50% (saline/contrast). Under fluoroscopy the balloon was completely deflated. Thereafter, attempts were made to retrieve the balloon catheter through the 7f arrow sheath. After several minutes of manipulation the balloon catheter was retrieved using force. There was no adverse consequence to the pt. This product will be return for evaluation and testing. Add'l info will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni